Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during therapy at intensive care unit. Primary head height was 30 inches using a baxter set, "tubing to patient was taught and pulled at bottom of pump". Volume to be infused (vtbi) 10ml, 20meq potassium chloride (kcl) in 1000ml 0.9 sodium chloride rate 60ml. The head height was adjusted to 24 inches and the nurse spiked a new bag since the previous was almost emptied. There was no obvious sign of occlusion about door. The tubing removed appeared chewed up in a few places, re-inserted tubing lower down. Pressed run and no issues." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6 and h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.